Manufacturer narrative:
(B)(4). The customer reported that they performed the following trouble shooting on the device. They checked ventilator and found that liquid patch on display. They reconnected the touch screen connector. They changed 3 volt coin cell. They cross checked another front panel, after that it is working. At this time, vyaire medical has not received the suspect device/component for evaluation. Therefore no root cause can be established. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported touch screen is not functioning on the vela ventilator. At this time, there is no information regarding patient involvement associated with the reported event.